Event description:
Information was received from a consumer and an hcp regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that patient had a new ins implanted on (B)(6) 2017, and when they got home and turned the ins on, it was intermittent and only connected sometimes. Patient would have to move around to when it connected so that they could actually feel the vibration. The patient stated that their hcp told them to leave the stimulator off until they could see a manufacturer rep at their next hcp appointment on (B)(6) 2017 to get the staples removed. Later, the hcp reported and confirmed that patient was seen for their post-op follow up appointment. Staples were removed, steri-strips were applied and a manufacturer representative was present to see the patient at that appointment.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer's rep planned to contact the doctor the following week regarding any updates.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.